Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly and bent sensor cannula. Customer's blood glucose level was 4.7 mmol/l. Customer advised they realized the cannula was detached from the sensor prior to insertion. Customer advised the needle was stuck inside the serter. Customer removed the needle hub by using a tweezer. Customer was advised that the serter and sensor will be replaced and agreed to return the products for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the insertion needle separated from the sensor also, found the sensor cannula was broken and missing parts; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.